Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet the explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a trial lead pull, the patient had a slightly elevated fever 99.6 and a yellow discharge at the insertion site. The patient's leads were pulled and the patient was sent to the emergency room. The patient was prescribed IV antibiotics. The physician doesn't believe that the infection is device related. The patient is doing well following the lead pull.